Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 401 mg/dl after unintentionally going several hours without insulin delivery when the infusion set was removed. The user completed the fill tubing process, reconnected to the ilet, and resumed insulin delivery. No outside medical intervention was required.